Manufacturer narrative:
(B)(4)

Event description:
It was reported that during review of a remote merlin.net transmission, multiple automated mode switch episodes were observed due to retrograde conduction. No patient symptoms were reported. Device reprogramming was performed and the patient would be monitored.